Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Device was not returned to manufacturing facility.

Event description:
It was reported that while a pca was infusing hydromorphone nursing noted the volume remaining in syringe was approximately 16.5ml less than expected. During that time it was noted 31 clinician bolus doses were administered however the pca key was locked on the unit and no clinician bolus doses were ordered. There was patient involvement however no patient harm.

Manufacturer narrative:
Additional information : imdrf annex a code..

Event description:
It was reported that while a pca was infusing hydromorphone nursing noted the volume remaining in syringe was approximately 16.5ml less than expected. During that time it was noted 31 clinician bolus doses were administered however the pca key was locked on the unit and no clinician bolus doses were ordered. There was patient involvement however no patient harm

Manufacturer narrative:
Omit: b17 - device not returned, c20 - no findings available. Additional information: device available for eval?, returned to manufacturer on, device return to manuf .?, device eval by manufacturer?, if other specify, imdrf annex a,b,c,d,g codes and manufacturer narrative. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. H3 other text: not applicable. Device evaluated by bd.

Event description:
It was reported that while a pca was infusing hydromorphone nursing noted the volume remaining in syringe was approximately 16.5ml less than expected. During that time it was noted 31 clinician bolus doses were administered however the pca key was locked on the unit and no clinician bolus doses were ordered. There was patient involvement however no patient harm.